Manufacturer narrative:
(B)(4).

Event description:
It was reported during a scheduled follow-up, false auto mode switching episodes were detected due to competitive atrial pacing. It is suspected the root cause was from retrograde conduction. A programming change was suggested but not advised as it could prompt occurrence of pacemaker mediated tachycardia episodes instead. The physician has decided not to take any action at this moment. The patient condition was stable.